Event description:
It was found during the bed pick-up that the left head safety side was bent outward and the inner plastic was detaching from the side rail. There was no patient involvement. No injury was claimed. The evaluation confirmed that the safety side had two screws holding the panel to the locking mechanism ripped off causing the detachment of the safety side. No customer allegation regarding the issue was claimed during the pick-up.

Manufacturer narrative:
According to the instruction for use for citadel bed (IFU, 830.213-en rev.14): "check operation of the safety sides daily." The review of post-market surveillance data revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped). The circumstances in which the event occurred are not known, however the analysis of the complaints indicated that the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its specification when the safety side was detached from the mounting point. The device was not used for the patient's treatment when the event occurred. The complaint was assessed as reportable due to the allegation that the safety side was detached from the frame (screws were partially ripped off). No injury was claimed.